Manufacturer narrative:
H6: codes were updated. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The suspected device was not received for evaluation. A good faith effort was conducted to retrieve the device from the customer. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date. Additional reporter information: (B)(6).

Event description:
It was reported that the stopcock's lock popped off; the norepinephrine and dobutamine lines had disconnected from the peripherally inserted central catheter (PICC) line at the connection between the two four-way stopcocks. There was minimal to no leakage or drainage on the sheets. There were patient involvement and no reported harm.